Event description:
Approx 10am 7/13/98-while attempting to get resident out of bed using arjo lift-straps attached to sling apparatus separated causing the sling to disconnect from lift and dropping resident to floor causing resident to hit head on floor.